Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The device with the no sutures referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 16fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. The sutures of two new proglide were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.